Event description:
Rptr is concerned with the safety of the respironics millenium o2 machine. Twice in 2 weeks the millenium respironics oxygen machine stopped functioning without sufficient alarms. At approx 8:30 p.m. Rptr found pt semi-conscious and purple. An o2 test showed the level at 70%. The machine showed all signs of working normally. No buzzers, no alarms, o2 ball at 3.5, bubbles in water container. Rptr dipped the oxygen tubing (nose end) in water. No oxygen was flowing . Replaced the tubing, but again, no air was flowing. Rptr took the tubing off the water container, but no air was flowing. The nurse replaced the millenium machine. Reported the problem. Telephone call was never returned. Several days later rptr spoke to a respiratory aid in the hall and asked about the problem. She said "oh it was you that called." She said she checked out the faulty machine and found nothing wrong. Rptr asked her what her qualifications were to determine proper functioning of the machine. She didn't have any. Eight days later, a different machine broke. A low oxygen level light illuminated, and a beep was heard. The beep was so quiet the nurse did not know it was on as she walked down the hall, 12 feet away. The low oxygen light was on, but there was no output from the machine. Pt's oxygen level was measured at 55%. Nurse found the problem not by the machine's barely audible alarm, but noticing pt's discolored complexion.